Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had low blood glucose on (B)(6) 2017, with blood glucose of 178 mg/dl at the time of the set change. The customer had the reservoir at 100 units before prime tubing and then had 80 units afterwards. The customer had low blood glucose levels all day and when they got home after school, the reservoir was empty. The customer's guardian stated that the only bolus the customer actually programmed was 3.4 units for breakfast. The customer's health care professional was concerned with the 80 units missing from the pump at the end of the day. The guardian had received a call from the customer's school stating that she was low and they had suspended the pump. Pump history showed the customer at 71 and then 57 mg/dl. The customer was at 220-250 mg/dl at the time of the call, but treated with a manual injection. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the next of kin declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Unit had unexpected critical pump error (open book image). The battery was removed and reinserted with no unexpected critical pump error (open book image) .the unit passed the functional test, including the self test,  sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. During the occlusion test, inserted a water filled reservoir and infusion set into the reservoir compartment. The unit recognized the water filled reservoir and infusion set in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. No delivery anomaly or prime/seating anomaly noted during testing. Unit uploaded properly using carelink pro. Unit had scratched case and a pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.